Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced hyperglycemia with a reported blood glucose of 400 mg/dl during a supply change, after which an agent guided the user through steps and insulin delivery was resumed; the cause was documented as unclear and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no long-term impact reported beyond the acute event. Investigation included agent-led troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event occurring in the context of a supply change; the specific device component implicated could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.